Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer can not recall blood glucose at the time of incident but it was in between 550 mg/dl to over 600 mg/dl and current value was 230 mg/dl. Customer thinks that he was having high blood glucose readings due to the absence of sensors. Customer declined to troubleshoot for high blood glucose. The insulin pump will not returned for analysis.